Event description:
This rv lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012 due to high thresholds and increasing impedances. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).